Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, a post-implant bav was performed due to paravalvular leak (pvl) while the patient was rapidly paced. Upon withdrawing the balloon, the valve dislodged aortic. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a 1.5 hour delay occurred as a result of the dislodge. Per the physician, the post-implant bav contributed to the dislodge when it was being withdrawn.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, a post-implant bav was performed due to paravalvular leak (pvl) while the patient was rapidly paced. Upon withdrawing the balloon, the valve dislodged aortic. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a 1.5 hour delay occurred as a result of the dislodge. Per the physician, the post-implant bav contributed to the dislodge when it was being withdrawn. Additional information was received indicating that the deployment starting point was bottom of pigtail. The valve was deployed over a non-medtronic guidewire. After the dislodgement, the valve embolized up in the ascending aorta no depth to report. Moderate pvl was observed. Per the physician, nothing about the patient anatomy contributed to the dislodgement. A non-medtronic balloon was used for the post-implant balloon dilation.